Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On 09/10/2023, it was reported that the patient experienced stomach cramps and dehydration and was in dka. The egv was stuck on 111 mg/dl the whole day and the blood glucose by the patient was over 400 mg/dl. The patient was transported to the hospital by his stepmother. There, the bg was 459 mg/dl while the egv was around 111 mg/dl. He was hospitalized 5-7 days, including 2-3 days in ICU. The patient was treated with regular insulin IV. At the time of the report, 3 months after the event, the patient had stomach cramps and was feeling dehydrated. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.